Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number not provided. Reporter's last name not provided. Device 510(k) not provided. The original report was submitted on 11-jul-2018 date with a failed 3rd acks and being resubmitted via e-submitter. First acknowledgement: this mdn (message disposition notification) was automatically built on wed, 11 jul 2018 15:50:12 gmt in response to a message with ID (B)(4) received from (B)(4) on wed, 11 jul 2018 15:50:11 gmt. Unless stated otherwise, the message to which this mdn applies was successfully processed. Second acknowledgement: (B)(4). "Cdrh has received your submission"

Event description:
It was reported that the abutment screw (unihg) fractured inside the implant. It was also reported that the pending replacement to remove the abutment screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes. Corrected: operator of device.